Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states we received the complaint from the market regarding leaking syringe with probable crack on the screw part of the syringe. No sample of needle was returned from the market. Patient was involved. Medication used: invega trinza 1x 546 mg syr.USA (B)(4). Issue occurred during screw the needle with a syringe. No information in regards to patient, clinician, and medical intervention.

Manufacturer narrative:
This evaluated sample is a representative of an example of all complaint samples received from this customer for hub split / broke. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And root cause could not be determined. Complaint investigations completed at the date of this memo have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests were conducted using the affected product with both a medtronic syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the medtronic syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torquing of the polypropylene needle to a coc syringe (not manufactured by medtronic). This issue has been escalated to the corporate CAPA review board team for review and further decision. Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. Therefore, no further actions will be taken to investigate future customer complaints received from this customer, for this specific reported condition.